Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 3-4 functional tricuspid regurgitation (tr) and a restricted septal leaflet for a triclip procedure. During the procedure, they used a triclip steerable guide catheter (tsgc) after the expiration date. A triclip xtw was advanced within the patient, during established final arm angle (efaa) the clip opened to approximately 10-15 degrees. Troubleshooting was performed by unlocking the clip and opening the clip to >60 degrees when locked the clip remained closed. The clip was them deployed, during the deployment procedure the grippers were raised to release the gripper lines when the entire gripper lever assembly came off. The final angle of the clip was 10-15 degrees. The clip remained stable on the leaflets and the procedure was discontinued. The final mr was grade 3. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported unintended movement of clip open during efaa, clip open while locked, and gripper lever separation. There is no indication of a product issue with respect to manufacture, design or labeling. Codes removed: medical device problem code: 1069. Codes added: medical device problem code: 1532.